Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 18, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view measuring approximately 1.4 cm. Microscopic examination was performed on the edges of the tear and parallel striations were found in an area of the tear on the posterior aspect measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2021. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 450cc saline prostheses was performed with explant. On (B)(6) 2021 initial analysis of the two returned devices with the same lot number indicated bilateral deflations had been present, rather than just a left sided deflation as reported initially under 1645337-2021-00389. This report relates to the right prosthesis.